Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were noted. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable,